Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/18/2015 with the following findings: a review of the black box showed multiple ¿replace battery¿ alarms and short battery life. Visual inspection revealed that the battery compartment was cracked and the pump casing was cracked near the corner of the display screen. The pump¿s electrical draws were tested and the current was high during sleep. The pump was opened, and there was evidence of moisture damage found on the transceiver. When the transceiver was disconnected, the pump sleep current returned to normal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).